Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm due to battery being out of insulin pump for greater than time allowed. Customer was assisted in clearing alarm. Customer also received a failed battery test alarm. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer did not have new battery to continue troubleshooting. Customer was advised to insert new battery and to call should issue persist.